Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide did not move forward and the cannula did not deploy, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received for evaluation not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. The investigation found no damage or manufacturing deficiencies, and there were no timeouts or drive stalls observed. The pod was in pod state 15 delivering a total of 45 first prime pulses and was subsequently deactivated before the start of second priming. The pod did not run enough pulses for the needle mechanism to deploy. Testing of the device was conducted and the pod deployed as intended upon manual rotation of the ratchet gear. The needle mechanism was reset and redeployed successfully using the lock n load fixture. There were no problems observed.